Event description:
Boston scientific received information that this epicardial lead did become dislodged post pocket closure, shortly after implant. There were no associated adverse patient effects, beyond surgical intervention to address this issue.

Manufacturer narrative:
Historically, analysis performed on dislodged leads has not identified any device defect that would have caused or contributed to the reported clinical event. Experience has shown that this issue is likely related to the patient's condition or the implant technique. The returned lead will not be analyzed, but archived should future testing be required. Dislodgement typically occurs closely following implant when an optimal tissue to lead interface is not achieved.